Manufacturer narrative:
Jan 22, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Review of the electronic data and files rec'd. (B)(4). Reportedly, loss of ventricular pacing and high ventricular lead impedance were observed simultaneously; in addition, proper operation was observed after a second attempt of unscrewing and screwing again the ventricular setscrew. Therefore, the analysis concludes that the absence of pacing and high lead impedance observed during the implantation procedure resulted from an incorrect tightening of the ventricular lead.

Event description:
The pacemaker involved in this MDR report was implanted on (B)(6) 2008: during the implant procedure, thresholds, sensing amplitude and lead impedances were measured with the psa, showing normal results. However, ventricular pacing pulses were not confirmed on external ECG monitor after having connected the device. Ventricular lead impedance measured by the pacemaker was over 3000ohms. Leads were disconnected and re-connected to confirm proper connection. However, same behaviour was observed. The device was reprogrammed to vvi mode, and the same behaviour was observed. Leads were disconnected again: ddd pacing was confirmed on psa. Leads were re-connected again carefully, and the device was reprogrammed from vvi to ddd. This time, normal operation was confirmed (ventricular pacing), thus the device was implanted in the pt. Upon scheduled follow-up visit (one week post-implant check) performed on (B)(6) 2008, no anomaly was found.